Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 423 mg/dl at the time of the incident and her current blood glucose was 444 mg/dl. The customer had positive results in ketones test and experienced abdominal pain. The customer was assisted with troubleshooting; however, she did not feel okay to troubleshoot. The insulin pump will not be returned for analysis.